Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that 15 years post-op the patient walked into the hospital "with her back at a 90 degree angle." It was reported that the patient had sections of the implants protruding from the patients back. The patient underwent a revision surgery to have the hardware removed; the surgeon also repaired the dura mater. No additional patient information is available.

Manufacturer narrative:
Films were supplied for review which found: single xray of ap chest, showing 2 rod construct from upper thoracic spine to lumbar spine. Middle 50% of visible rod on right has been cut and removed. Photo shows 3 areas of exsposed metal involving upper crosslink, a portion of cut rod (upper portion) a portion of lower rod with crosslink and rod hook in the lumbar area.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned for evaluation. Films were supplied for review, however, analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.